Event description:
It was reported that the patient presented to the operating room for system implant procedure. During procedure, the physician attempted to implant the left ventricular lead, an attempt to insert the guidewire resulted in the guidewire becoming stuck in the lead. Another lead and guidewire were used, the lead was implanted successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.